Event description:
It was reported that the patient's generator was replaced and the patient is having seizures again after replacement. The patient's grandmother saw the physician and per her the physician stated that the magnet mode had been turned off. The patient's grandmother wanted to know how to prevent this from happening and how it had gotten turned off. It was identified in the session report that magnet mode was on after surgery and autostim was off due to the patient not having an autostim device prior to replacement. No additional relevant information has been received to date.